Event description:
It was reported when the device was during a laparoscopic oophrectomy procedure if functioned as intended subsequently, the patient required a reoperation one day post operatively to remove blood from the abdomen. The staple line from the original procedure was noted to be bleeding. However, it was taken to histology and found to be intact. The patient is recovering without any further complications.